Event description:
The customer reported that her blood glucose reached 288 mg/dl less than 24 hours after the pod was activated and gave herself a bolus of 4.95 units of insulin. There was insulin leaking and it was running down her arm. It also hurt around the insertion site so she decided to remove the pod. Then she realized that the cannula did not come all the way out and that the pink slide insert was not in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula fully or to determine its root cause. No product lot number was reported therefore no qualification records were reviewed.